Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures, including removal of a clog in a waste line, and determined the contaminated the likely cause of the result issue. The part was replaced, and the issue was resolved. No additional result issues have been reported. The instrument service history review revealed one additional ticket associated with discrepant/erratic magnesium patient results due to a dirty cc cuv dry tip there were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no increased complaint activity for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the architect c4000 processing module, serial number (B)(6) or the cc cuv dry tip was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module, serial number (B)(6). No results were reported out. Sample was repeated with lower results. Following data provided: sid (B)(6) initial result = 7.3 repeat result = 1.88 mg/dl repeated on another architect = 1.87 and 1.93 mg/dl. Customer¿s reference range 1.8 -2.4 mg/dl. Additional information added 27oct2025: sid (B)(6) initial magnesium result = 7.23 repeat result = 1.91 mg/dl no impact to patient management was reported.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module, serial number (B)(6). No results were reported out. Sample was repeated with lower results. Following data provided: sid (B)(6) initial result = 7.3 repeat result = 1.88 mg/dl repeated on another architect = 1.87 and 1.93 mg/dl. Customer¿s reference range 1.8 -2.4 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.